Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 1650574: (B)(6) items manufactured and released on (B)(6) 2016, no anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed on (B)(6) 2018 by medacta r&d project manager: the tip of the mectalif anterior tap universal joint, ref. 03.30.10.1100, lot. 1650574, is broken. The broken part is missing and is approximately 1.5 - 2 mm long . The root cause of the event is probably due to lateral bending or hitting with a metal part.

Event description:
The instrument tip broke during surgical use. The surgery has been completed successfully using a back-up instrument.